Event description:
It was reported that an inflatable penile prosthesis (ipp) device was removed due to unspecified reason on unknown date. The device type/manufacturer of the penile prosthesis is unknown. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.